Event description:
In some colocheck monitor kits, which are used for fecal occult blood testing, the test dot was missing in coloscreen slide. Dates of use: 2008. Diagnosis or reason for use: fecal occult blood testing.